Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. All testing was performed using a good known test patient circuit as well as a good known test ac adapter. The ventilator passed 52 hours of extended tests at the customer¿s settings. The ventilator failed all flow & o2 blending tests from the ltv final test. Advanced fio2 testing revealed the solenoid #2 on the o2 blender was out of specification. Carefusion installed a good known test o2 blender to address the reported issue.

Event description:
It was reported to carefusion that the ventilator's oxygen concentration level was low. This reported issue was discovered during set up, therefore there was no patient involvement.